Manufacturer narrative:
Returned device was received in good physical condition but it had a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, there was no fault found with the returned pump. The downstream sensor will be replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump is continuously beeping. There were no reported adverse events.